Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient received the replace generator soon message. Surgical intervention took place wherein the ipg was explanted and replaced.